Event description:
It was reported the device will not turn on, and error 0014 was noted. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The keyboard was also found to be scratched, lcd display out of specification, lead flex cover contaminated, and battery contacts compressed.